Manufacturer narrative:
Concomitant medical products: 383069 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant during a device check, it was noted that the atrial lead was sensing ventricular activity and atrial pacing had captured the ventricle. A chest x-ray confirmed atrial lead dislodgement. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.